Event description:
It was reported that a saturation fault error message was displayed on the 9600emi system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated connectors and pcb's. The system was tested and found to be working as intended and placed back into service.